Event description:
A (B)(4)distributor contacted zoll lifecor customer support for help reviewing a male pt download that revealed several asystole events. It was determined that the pt's belt is not reading correctly after a review of the download. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (asystole events on pt's download) was confirmed. Upon eval, it was discovered that ECG signals are lost when the cable from ECG b to the distribution node is manipulated. The cause of the loss of ECG signals was damaged wiring within the cable. The root cause of the damaged wiring cannot be positively determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.